Manufacturer narrative:
Clinical evaluation performed by medacta medical affairs director:little over two years after primary cemented tka, the knee becomes unstable and requires revision to a more constrained device. Developmental instability is a possible adverse event following tka resulting from damaged or stretched ligaments. In this case, patient is reported to be obese and the elevated weight of course does not help. No reason to suspect a faulty device.

Event description:
Revision of all components 2 years and 3 months after the primary surgery due to instability. Hinge system implanted. Additional info: the patient is obese.